Event description:
It was reported that customer experienced intermittent occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. Customer resolved issue by changing infusion set and cartridge, then resumed insulin use, and no additional assistance was required.